Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer (fse) was determined that the drawer or pocket had been recovered by a pharmacy technician. The fse verified that there were no error messages in the health sight viewer and confirmed that the issue was resolved. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the drawer was unable to open and contained two narcotics. This was a recurring issue; the drawer could be recovered, but the cubies could not, even after a reboot was attempted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.